Event description:
It was reported shaft fracture occurred. Access was obtained the right common femoral using a contra lateral approach over the bifurcation into the left iliac system. The physician was using a rubicon 35, 90cm for a vascular runoff, angiogram procedure. As the physician was pulling the rubicon, it appeared the 3 markers were off. The portion of the catheter snapped off and was left in the patient. A stent was implanted over top of the fractured portion of the rubicon. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified solidified contrast and blood in the lumen. The shaft was detached 76cm from the hub. The fractured ends were stretched and jagged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).